Event description:
It was reported that the original surgery occurred on (B)(6) 2012. The procedure was an open achilles repair. On (B)(6) 2012, the patient had developed possible infection symptoms, swelling with puss or fatty deposits on the wound site. A wound debridement was preformed, a culture was taken but no results given. On (B)(6) 2012 the implant system was removed (drilled out) from the patient. Surgeon stated that the bone appeared fine underneath the tendon, and that the infection appeared to be between the tendon and the skin. Surgeon is treating the patient with antibiotics for a possible infection and has chosen not to insert any more implants at this time. He is waiting until the infection is gone. He has the patient in a boot and has not scheduled a revision to date .the sutures used in the original case for wound closure were not arthrex sutures, (unknown brand).

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Even though there was a complaint of an infection, no supporting lab results were given. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.